Manufacturer narrative:
Correction: section d6b: the date of explant should have been (B)(6)2023 rather than (B)(6)2023.

Event description:
Additional information was received that the patient's system was explanted.

Event description:
Additional information was received that the patient's ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. Surgical intervention is planned to address the issue.